Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Upon preliminary analysis, the battery telemetered value measured 2.81 volts. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the recall and has tested consistent with the recall.

Event description:
It was reported that the patient went to the clinic due to having shortness of breath. It was also reported that the device went to elective replacement indicator early and high battery impedance was suspected. The device was reprogrammed until the device was explanted and replaced. No further patient complications were reported as a result of this event.